Event description:
It was reported that a bridge bolus (bb) was programmed incorrectly. The reporter stated she was training a fellow how to program during a refill. When reprogramming during the refill, the primary drug was changed and a bridge was programmed; however, the healthcare fellow entered the new drug daily dose instead of the old drug desired dose. The reporter stated that upon updating the pump and printing the report, it was noticed that the bolus duration was only 4 hours, and therefore it was known the error in programming was made. It was noted that they had also previously had the wrong drug as the primary <(>&<)> were correcting it during this refill. Once the drug was corrected, that is when the fellow entered the wrong old drug desired dose. The reporter stated that the bolus had only been running for 5 minutes and there was no therapy issue. The bolus was cancelled and the pump was reprogrammed correctly. The drugs being delivered were fentanyl and clonidine. It was noted that clonidine had been incorrectly designated as the primary drug, when it should have been fentanyl. This was also corrected at refill. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8703w, lot # l45407, implanted: (B)(6) 1997, product type catheter; product ID neu_unknown_prog, lot # unknown, product type programmer, physician. (B)(4).